Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum plus blood collection tubes, it is difficult to pierce through the stopper of an unspecified number of tubes resulting in coring and small pieces of rubber entering the tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which showed a piece of the rubber stopper in the specimen. Additionally, 30 retained samples were visually inspected for coring after being pierced, and none of the samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: coring and defective stopper molding. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum plus blood collection tubes, it is difficult to pierce through the stopper of an unspecified number of tubes resulting in coring and small pieces of rubber entering the tube. No adverse impact was reported regarding the patient or user.